Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that the stent delivery system (sds) would not cross the lesion. The diffuse, 85% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter. A 2.50x20mm promus element plus sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.. However, the returned product analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: initial visual examination of the device found evidence of stent damage as 3 of the most proximal stent struts were bunched into each other. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).